Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump, an air cushion was not clearly visible between the membrane layers. For further investigation, the pump was submitted for an external CT examination. A small air cushion was noted between the air-side and middle layer. Particles could be seen between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was noted in the air-side layer located along the rolling radius of the stabilization ring. Furthermore, graphite agglomerates were detected between the membrane interstices. The blood-side and middle layers of the triple layer membrane were found to be intact. The thickness of the individual membrane layers of the returned blood pump was re-measured at fixed points. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the region of the leak was found to be within specification. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n: (B)(4), was in use by the patient from (B)(6) 2019 to (B)(6) 2019 (92 days). We have reviewed the production records of the excor blood pump, s/n: (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the affected blood pump is indicative of a air-side layer defect. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart (B)(4) was informed by the clinic about a malfunction of the left excor blood pump of a patient supported in the bvad configuration. The clinic provided berlin heart clinical affairs (ca) personnel with a video of the blood pump at the time of the incident. Ca recommended an adjustment of the ikus stationary driving unit parameters. Neither this nor transferring the patient support from the ikus to a hand pump improved the situation. Berlin heart ca personnel recommended an urgent exchange of the blood pump. At the time of the incident, the patient had ischemic lesions, renal dysfunction and respiratory issues. The affected blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient is doing well after the exchange.